Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. Approximately four months post filter deployment, the patient presented for filter retrieval. The right internal jugular vein was accessed and an inferior vena cavogram demonstrated the filter to be tilted with the hook embedded in the wall of the vena cava as well as a detached filter limb embedded in the caval wall. Multiple devices were used to successfully capture and retrieve the detached limb; however, the device has not been removed after an attempted but unsuccessful open abdominal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four months later post filter deployment, patient was planned filter retrieval procedure. A bilateral lower extremity and iliac venous ultrasound study was performed which showed patent inferior vena cava with inferior vena cava filter was noted. Through the right internal jugular vein approach, a catheter was advanced into the abdominal inferior vena cava and inferior vena cavogram was performed above and below the inferior vena cava filter. On initial angiogram showed one of the arms of the filter had been fractured and appeared to be embedded into the wall of the inferior vena cava. The filter itself was tilted with the hook feature of the filter embedded into the wall of the inferior vena cava. Attempted to retrieve both the arm and the inferior vena cava filter. A sheath was placed just above the inferior vena cava filter and using multiple different types of snares, attempted to retrieve both the filter and the fractured arm. We were able to retrieve the fractured arm, but unfortunately despite multiple attempts and over a two-hour procedure, unable to retrieve the filter in that hook of the filter was embedded into the wall of the inferior vena cava. Therefore, the investigation is confirmed for the alleged filter tilt, filter limb detachment and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient status post motor vehicle accident was scheduled for filter placement. The right common femoral vein was accessed and an inferior venacavogram identified the level of the renal veins. A delivery device was placed and the filter was deployed below the renal veins. The patient was hemodynamically stable at the conclusion of the procedure and there were no immediate complications. Approximately four months post filter deployment, the patient presented for filter retrieval. The right internal jugular vein was accessed and an inferior venacavogram demonstrated the filter to be tilted with the hook embedded in the wall of the vena cava as well as a detached filter limb embedded in the caval wall. A sheath was advanced and multiple devices were used to successfully capture and retrieve the detached filter limb, however, the filter was unable to be retrieved. The decision was made to leave the filter in place indefinitely. There were no reported complications and the patient was discharged home. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. Four months post filter deployment, a venacavogram demonstrated the filter to be tilted and a filter limb to be detached. Multiple attempts were made to retrieve the filter, however only the detached filter limb could be retrieved. Based on the medical records, the investigation is confirmed for a tilted filter, a detached filter limb, and difficulties removing the filter. The alleged filter tilt likely led to the difficulties retrieving the filter. The definitive root cause for the alleged filter tilt and detached limb is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - do not attempt to remove the meridian filter if significant amounts of thrombus are trapped within the filter or if the retrieval hook is embedded within the vena cava wall. - filter tilt - filter malposition note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. Approximately four months post filter deployment in a patient status post motor vehicle accident, the patient presented for filter retrieval. The right internal jugular vein was accessed and an inferior vena cavogram demonstrated the filter to be tilted with the hook embedded in the wall of the vena cava as well as a detached filter limb embedded in the caval wall. Multiple devices were used to successfully capture and retrieve the detached limb; however, the filter was unable to be removed. The decision was made to leave the filter in place. There were no reported complications and the patient was discharged home. No additional information was provided in the medical records received.